Event description:
Kimberly clark has received a complaint reporting that the green tip fell onto the patient's tongue while performing oral care. The nurse immediately noticed and removed it from the patient's tongue. No reports of any injury. No additional information received at this time. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The incident sample have not been received for evaluation. The device history record was reviewed finding no anomalies to be documented. No additional information has been received at this time. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.